Event description:
Consumer reported complaint for erratic blood glucose test results. Pharmacist is calling on behalf of the customer. The customer is concerned with test results from back-to-back blood tests of 202 and 156 mg/dl fasting. The tests were performed while customer was at the pharmacy; customer had obtained the true metrix air meter on (B)(6) 2025 and had gone to the pharmacy for training on how to use it. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 03/31/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.